Manufacturer narrative:
There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
Emergency room nurse called needing assistance removing v-go from patient. Nurse stated patient was admitted due to hypoglycemia. No other information was provided. Patient record not found.

Manufacturer narrative:
Initial reporter corrected, health professional - no checked, non healthcare professional, follow up #1, correction checked.